Event description:
Patient is a 45 year old woodcrafter and regular user of contact lenses, (unknown type). The solution in question had been used for approximately 30 days. On the morning of june 6, the patient inserted his left contact lens and experienced burning. He went to a clinic and was diagnosed with a chemical burn. The treatment given at this visit was not provided. However, on june 15, the patient's left eye was protected (patched) and the diagnosis was leukoma. It was reported that the patient's vision is affected and he could only perceive the presence of light. This is apparently due to the inability to see around or through an opacity. No further information can be obtained.